Manufacturer narrative:
Report source: foreign country: (B)(6). This report is related to the following reports: 3012307300-2020-00184, 3012307300-2020-00185, 3012307300-2020-00186, 3012307300-2020-00210, 3012307300-2020-00211, 3012307300-2020-00264, 3012307300-2020-00265.

Event description:
Information was received indicating that an abnormal purge was experienced when a smiths medical cadd administration set used for infusion of parenteral nutrition was used with the cadd-solis vip ambulatory infusion pump. The treatment was reported as "pediatric npad/550ml/12h 7d/7." It was reported that after two tests another pump was used to finish the purge and the infusion. It was also reported that the patient experienced severe asthenia and that subsequently it was required to change the pump and administration sets. No additional adverse effects were reported.